Event description:
It was reported that a suturefix ultra anchor 1.9mm pulled out when the doctor was knotting the sutures. The devices was knotted to the lateral patient's tissue, consequently, the part was not removed from patient's anatomy. No patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned, however a photograph and a video were supplied for evaluation. The photograph shows the suture from what appears to be a 1.9mm suturefix ultra ahr s system. The suture appears to be bundled and frayed. The video shows the implantation of the anchor. The fact that this is a video of a video and that it's a small sample of the procedure it's difficult to fully comprehend what is being done. The photograph and video were found to be inconclusive.